Manufacturer narrative:
(B)(6). Complaint conclusion: a report was received that the tip of a 120cm outback elite re-entry catheter was broken. The device was successfully removed intact without issue. The site further reported that the cannula of a second 120cm outback elite re-entry could not be deployed. There was no reported patient injury. Attempts to obtain additional information about these events have been unsuccessful. This non-sterile outback elite 120cm re-entry catheter was received for analysis inside a plastic bag (along with the other device in this complaint). Visual analysis of this device revealed a fracture 2.5cm from the shaft¿s distal end. In addition, the cannula was observed protruding through the fracture of the shaft. Catheter length was found to be within specification. Cannula length could not be measured because of the fractured condition of the unit. Functional analysis could not be performed because of the condition of the returned catheter. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿catheter tip/distal tip (outback only) - damaged¿ event for product file (B)(4) was confirmed based on the results of the visual analysis. However, the exact cause of fractured condition could not be conclusively determined. The reported ¿cannula/needle- deployment difficulty-unable to¿ event for product file (B)(4) was confirmed based on the results of the functional analysis. The exact cause of distal tip kinks could not be conclusively determined. Procedural factors and/or handling may have contributed to both of these device issues. The product instructions for use (IFU) instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. It is difficult to draw a clinical conclusion between the devices and the events based on the information available. However, patient and procedural factors (based on the analysis results) may have contributed to them. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
During the procedure it was noticed that the tip of the first outback was broken. The device could be carefully withdrawn in total. And the second device the cannula could not be deployed. There were no negative consequences for the patient reported. No additional information is available to be provided. The analysis of the first outback cto catheter was found to have a fractured catheter (body/shaft).